Event description:
It was reported that the patient felt that an implantable cardioverter defibrillator (ICD) system had come out of place; the patient reported "starting to feel some of the wires." The patient also reported feeling dizzy, weak, and fatigued, particularly when seated or lying down. Follow up with the clinic was unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).